Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The customer evaluated the system and determined that one ethernet switch was inoperable as it did not transmit any data. They replaced it with a spare that they had on hand, and the cns system was restored to being fully operational.